Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during performance and functional testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined.

Event description:
The device was used in an attempt to administer shocks to a patient diagnosed in cardiac arrest. The defibrillator reportedly dumped the charge internally each time the device was charged. Use of the device was inhibited. The patient was not resuscitated. The reporter indicated that the patient's outcome was probably not related to the device.